Event description:
Information was received from the provider that the device was warm and began to short-out. The patient was using the device at the time, however, there was no reported harm to the patient. The device was returned for evaluation and thermal damage was found on the bottom of the device near the power outlet. Investigation has determined that a failure of the solder joint on the ac inlet may have contributed to the event.